Manufacturer narrative:
It is unknown which device was involved in the event. Additional devices implanted: plc181000/17791707, plc271000/17417178. Udis of the devices: - rlt231412/17661529 - (B)(4); - plc181000/17791707 - (B)(4); - plc271000/17417178 - (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to arterial or venous thrombosis and occlusion of device or native vessel.

Event description:
On (B)(6) 2018, the patient underwent treatment of an abdominal aortic aneurysm using three gore® excluder® aaa endoprostheses. It was reported the procedure was completed with no issue with exclusion of the aneurysm. On (B)(6) 2018, follow up imaging reportedly showed complete occlusion of the device on the left side (unknown which device). It was reported the cause of the occlusion is unknown; the patient did not have any calcium, thrombus, or excessive tortuosity that would have caused or contributed to the occlusion. On an unknown date, a thrombectomy was performed to remove the thrombus build up in the left limb. On an unknown date, follow up imaging again reportedly identified complete occlusion of the same device on the left side. It was reported the cause of the second occlusion is unknown. On (B)(6) 2018, an additional procedure was performed whereby a femoral-femoral bypass was performed to treat the occlusion. No further adverse events were reported. Additional event and patient information has been requested.

Manufacturer narrative:
Corrected manufacturer ID#: (B)(4). Additional patient code: (B)(6). Added weight. Corrected date of event. Revised event information to include additional information received. Corrected reported relevant test information. Added medical history. Corrected lot#, catalog#, and expiration date. Patient medications - albuterol, aspirin, budesonide, cholecalciferol, furosemide, levothyroxine, pravastatin, rivaroxaban, sennosides, tramadol. Corrected manufacturing site. Corrected date received by manufacturer. Corrected manufacture date. Corrected conclusion code. The cause of the occlusions is reportedly unknown.

Event description:
On (B)(6) 2018, the patient underwent treatment of an abdominal aortic aneurysm using three gore® excluder® aaa endoprostheses. It was reported the procedure was completed with no issue with exclusion of the aneurysm. It was reported that post-operatively on (B)(6) 2018, the patient presented with critical limb ischemia, and follow imaging showed complete occlusion of the contralateral leg component (plc181000) implanted on the left side. It was reported the cause of the occlusion is unknown; the patient reportedly did not have any calcium, thrombus, or excessive tortuosity that would have caused or contributed to the occlusion. According to the report, a thrombectomy was performed the same day to remove the thrombus build up in the left limb. The patient tolerated the procedure. On (B)(6) 2018, follow up imaging again reportedly identified complete occlusion of the plc181000, with the patient again presenting with critical limb ischemia. It was reported the cause of the second occlusion is unknown. On (B)(6) 2018, an additional procedure was performed whereby a femoral-femoral bypass was performed to treat the occlusion. It was reported a graft was implanted to complete the femoral-femoral bypass. According to the report, the fem-fem bypass was reportedly successful in providing distal perfusion for the patient. The patient tolerated the procedure.